Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that a cartridge alarm 1 occurred. Additionally, the pump fill estimate was inaccurate. Customer's blood glucose was 244 mg/dl. Reportedly, customer had manual injections available as alternate insulin therapy.